Manufacturer narrative:
(B)(4). It was reported that this product issue was experienced in the or and general ICU a total of 5 times. Four additional reports have been submitted for the other events. No sample will be returned for evaluation.

Event description:
It was reported that during removal, the guide wire became stuck when removing the it from/through the needle in the patient's subclavian. As a result, the guide wire was removed with "force" resulting in kinking of the wire. There was no reported delay, death, or complications to the patient as a result of this occurrence.